Manufacturer narrative:
Microscopic evaluation of the fractured knob revealed elongated dimples, which may indicate torsional overload. Possible causes of the fracture include, but are not limited to, application of torsional loads in excess of the material's strength. Additionally, it was determined that the locking knob failed while being torqued in the clockwise direction (tightening). No material or manufacturing deviations were found in this investigation. Additional investigation was conducted to determine the cause of the threads seizing. After a wire edm was used to separate the threaded portion of the knob from the main body of the guide it was found that only one of the threads on the knob had seized. This was most likely due to debris being trapped between the threaded knob and the body.

Event description:
While preparing for a nail procedure, surgery time was extended due to being unable to connect the drop to the drill guide.